Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During ivtm therapy on a male for fever management, the solex 7 catheter (lot number unknown) was inserted smoothly into the patient's left subclavian but immediately blood backing up into one of the luers. A catheter leak was suspected. Cooling blankets were used on the patient to continue therapy. No patient consequence was reported.

Manufacturer narrative:
The reported even was confirmed through functional testing of solex 7 catheter (lot no 82865). A bond leak was observed at the distal end of serpentine balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the distal end of serpentine balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for solex 7 catheter with lot number 82865. (B)(6) reported on 08/02/2018 and the complaint was not confirmed. (B)(6) reported on 08/28/2018 and it had a pin hole leak.